Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in fdi 11 of the patient's mouth. On (B)(6) 2018, non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and swelling. No further patient complications were reported.